Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure (batch no. A90481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included abortion. Concurrent conditions included headache, migraine, depression and anxiety. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 26 days after insertion of essure, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping),"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse / dyspareunia ((painful sexual intercourse),"), alopecia ("hair loss") and fatigue ("chronic fatigue"). On (B)(6) 2013, the patient experienced abdominal distension ("bloating"). On (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), mood swings ("mood swings"), vaginal infection ("vaginal infections") with vaginal discharge, depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), weight increased ("weight gain"), weight decreased ("weight loss"), fungal infection ("constant yeast infections") and furuncle ("boils"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia and vaginal haemorrhage had resolved, the dysmenorrhoea, back pain, mood swings, migraine, headache, vaginal infection, dyspareunia, depression, anxiety, alopecia, fatigue, weight increased and weight decreased had not resolved and the gastrooesophageal reflux disease, fungal infection, furuncle and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, furuncle, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently she continues to suffer from the symptoms. There was some displacement of the right coil and the right essure was removed and the base of the coil was completely removed and the entire was done. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs+mr received, reporter added, patient demographics added, lot number received, patient historical and concomitant condition added,events added as follows:- vaginal haemorrhage, gastrooesophageal reflux disease, fungal infection, furuncle, abdominal distension, device monitoring procedure not performed. Event outcome for event pelvic pain, abdominal pain lower, menorrhagia updated from not recovered/ not resolve to recovered/ resolved. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and bipolar disorder ("bipolar disorder") in a 32-year-old female patient who had essure (batch no. A90481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included recurrent abortion. Concurrent conditions included headache, migraine, depression, anxiety, gastrointestinal disorder, overweight and gerd. Concomitant products included fluoxetine, hydroxyzine embonate (hydroxyzine pamoate), ibuprofen, megestrol, naproxen, olanzapine, salbutamol (albuterol) and trazodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 26 days after insertion of essure, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping),"), back pain ("lower back pain"), migraine ("worsening of her migraines"), headache ("worsening of her headaches/headaches"), dyspareunia ("painful intercourse / dyspareunia ((painful sexual intercourse),"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain/weight gained 30 ibs") and abdominal pain ("abdomen pain"). On (B)(6) 2013, the patient experienced furuncle ("boils") and abdominal distension ("bloating"). In (B)(6) 2013, the patient experienced bipolar disorder (seriousness criterion medically significant), mood swings ("mood swings"), depression ("worsening of her depression/depression") and anxiety ("worsening of her anxiety/anxiety"). On (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and fungal infection ("constant yeast infections"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain/cramping "), vaginal infection ("vaginal infections") with vaginal discharge and weight decreased ("weight ioss"). The patient was treated with fluconazole (diflucan), paracetamol (tylenol) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia and vaginal haemorrhage had resolved, the bipolar disorder, gastrooesophageal reflux disease, fungal infection, furuncle, abdominal distension and abdominal pain outcome was unknown and the dysmenorrhoea, back pain, mood swings, migraine, headache, vaginal infection, dyspareunia, depression, anxiety, alopecia, fatigue, weight increased and weight decreased had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, furuncle, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently she continues to suffer from the symptoms. There was some displacement of the right coil and the right essure was removed and the base of the coil was completely removed and the entire was done. Current weight 205.00 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Events added: bipolar disorder, abdomen pain. Concomitant diseases and concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and bipolar disorder ("bipolar disorder") in a 32-year-old female patient who had essure (batch no. A90481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included recurrent abortion. Concurrent conditions included headache, migraine, depression, anxiety, gastrointestinal disorder, overweight and gerd. Concomitant products included fluoxetine, hydroxyzine embonate (hydroxyzine pamoate), ibuprofen, megestrol, naproxen, olanzapine, salbutamol (albuterol) and trazodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 26 days after insertion of essure, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping),"), back pain ("lower back pain"), migraine ("worsening of her migraines"), headache ("worsening of her headaches/headaches"), dyspareunia ("painful intercourse / dyspareunia ((painful sexual intercourse),"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain/weight gained 30 ibs") and abdominal pain ("abdomen pain"). On (B)(6) 2013, the patient experienced furuncle ("boils") and abdominal distension ("bloating"). In (B)(6) 2013, the patient experienced bipolar disorder (seriousness criterion medically significant), mood swings ("mood swings"), depression ("worsening of her depression/depression") and anxiety ("worsening of her anxiety/anxiety"). On (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and vulvovaginal mycotic infection ("constant yeast infections"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain/cramping "), vaginal infection ("vaginal infections") with vaginal discharge and weight decreased ("weight ioss"). The patient was treated with fluconazole (diflucan), paracetamol (tylenol) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia and vaginal haemorrhage had resolved, the bipolar disorder, gastrooesophageal reflux disease, vulvovaginal mycotic infection, furuncle, abdominal distension and abdominal pain outcome was unknown and the dysmenorrhoea, back pain, mood swings, migraine, headache, vaginal infection, dyspareunia, depression, anxiety, alopecia, fatigue, weight increased and weight decreased had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, furuncle, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: patient is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently she continues to suffer from the symptoms. There was some displacement of the right coil and the right essure was removed and the base of the coil was completely removed and the entire was done. Current weight 205.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.